Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of fungal peritonitis with transition to hd. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient was diagnosed with fungal peritonitis. ¿it was reported that antibiotic use history, prolonged pd duration, malnutrition or hypoalbuminemia, and diabetes are usually identified as important risk factors for the occurrence of fp.¿ based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital with peritonitis due to a fungus. The pdrn stated that she does not know how the patient contracted it. The patient will no longer be doing pd and will be doing in-center hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s pdrn. The patient was initially seen in the pd clinic on (B)(6) 2026 due to abdominal pain. The patient had a pd culture obtained and was diagnosed with peritonitis. The patient was administered a dose of intraperitoneal (ip) vancomycin (dose unknown). The patient was then sent to the hospital and was subsequently admitted. Pd cultures and blood cultures were obtained at the hospital. The cultures from the pd clinic grew mold (no organism or species provided). The pd cultures and blood cultures from the hospital were negative for growth, however; the patient had already taken antibiotics prior to the cultures being obtained. The patient is receiving antibiotics with vancomycin and nystatin (route, dose, frequency, and duration unknown) during the hospitalization. No cell count was found in the patient¿s hospital records. The patient had the pd catheter removed. The patient is completing hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis event is undetermined.